Manufacturer narrative:
UDI : (B)(4). The certas valve was returned for evaluation. Device history record -there is no indication that the production process may have contributed to this complaint. Failure analysis - the valve was visually inspected; the connector has deep marks (possible scalpel) the connector tip is broken. Possible pinched with forceps. User error. The root cause for the fractured catheter at the connector is due to the connector being pinched and marked this is probably due to user error, as noted in the instruction for use: do not use sharp instruments when handling the silicone valve or catheter, use shod forceps. Cuts or abrasions from sharp instruments might rupture or tear the silicone components.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a catheter fracture on the valve connecter side: the valve was implanted via l-p shunt on around (B)(6) 2019 with an unknown setting. Therefore, the valve was replaced to a new one.